Manufacturer narrative:
Initial MDR filed pending information the customer. When additional information is obtained, a follow up MDR will be submitted.

Event description:
Left-side suspected rupture, fluid build up in left breast.

Manufacturer narrative:
Sientra complaint case (B)(4). Received updated information from the health care provider that there is no alcl diagnosis at this time. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Received updated information from the health care provider that there is no alcl diagnosis at this time.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra received updated information on the event problem and updated. Also, awaiting surgeon confirmation on the pathology report received by the patient for the suspected alcl sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture, fluid build up in left breast, left-side suspected alcl

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side suspected rupture, fluid build-up, double capsule, and confirmed negative alcl per pathology report provided.

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.